Manufacturer narrative:
(B)(4). Conclusion: representative samples were returned for evaluation. The returned samples were found to be out of specification. The evaluation found fins and cracked barrels. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a right total hip joint replacement revision. As the surgeon was tying the suture it pulled away from the swage. Another like device was used with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.